Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the pump was exposed to water. The customer let the pump charge and was able to resume insulin delivery. Customer¿s blood glucose level was 550-560 mg/dl. The customer addressed their elevated bg with a manual injection of insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.